Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the top of the battery compartment and the battery cap was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.